Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number mpr234-8805, and no non-conformances were identified. Investigation summary: a dispensed suture piece of product code 8805h, lot mpr234 was returned for analysis. During the visual inspection of sample, the ends of the suture piece were observed cut that appears to be by the use of a surgical instrument. The other section of the suture was not returned. In addition, a functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the condition of the sample, the assignable cause of the breakage suture suggest an improper handling.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture broke as the doctor was tying down to close the puncture contrast closure. There were no patient consequences reported.